Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional via the manufacturer representative reported that the patient had an infection and full system explant was performed. Diagnostic testing or troubleshooting was not performed. Environmental/external/patient factors that may have led or contributed to the reported issue included diabetes. The issue was resolved at the initial time of report, and the patient&#38112;status was alive with no injury. The patient's indications for use included other chronic/intract pain (trunk/limbs) and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.